Event description:
The mother reported via phone call that the insulin pump would get stuck when there was one battery life remaining. It was also found the insulin pump would not alarm prior to stopping insulin delivery. Customer stated they have experienced high blood glucose due to the anomaly. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. All operating currents tested are within the specification range and passed off no power test. The insulin pump was monitored and tested with no weak battery noted. The insulin pump has cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.